Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the device was found to be intact upon explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On nov 8 2021, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On oct 8 2021, additional information was received indicating the replacement devices were mentor gel breast implants (serial numbers (B)(6)). On oct 26 2021, additional information was received indicating the patient also experienced bilateral ptosis. This report is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc and experienced rupture on the right side post-operatively, which was confirmed via mammogram. As a result, the patient is scheduled for removal on (B)(6) 2021.